Event description:
During the deployment of an AED, the user reported a malfunctioning pad. User reported a problem peeling the pad from the pad paper.

Manufacturer narrative:
(B)(4). Currently pending further information and evaluation of the incident. AED serial number is unknown.